Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported seeing scrolling battery lights on the insr when in the dock for the past 3-4 days and recharger won't charge or turn on. When asked, patient doesn't keep recharger in the plugged in dock in between uses. The following troubleshooting steps were performed: patient confirmed dock is plugged in and sees the green light on the dock. Reset recharger for five seconds in dock, reset recharger when out of dock, attempt to turn recharger on. The issue was not resolved through troubleshooting. An email was sent to the repair department. Patient service specialist is sending repair team a request for the replacement. Additional information was received from the patient (pt). Pt called for assistance to pair the replacement charger with their handset. Descending tones were heard and pt said it went dark after 2 tones. Patient services worked wtih pt to switch recharger and try switching recharger and start the tones but it was not resolved. Resetting off and on the dock several times and restarting the handset did not resolve it. Patient services offered to replace and sent an email to repair to replace the charger. Patient called back on (B)(6) 2023 and stated they never received replacement recharger. Agent provided pt with tracking #. Per tracking, package is out for delivery today, (B)(6) 2023 (expected delivery before 1:30 pm). Pt stated they will call back once pt receives replacement recharger for assistance recharging. Pt inquired if they need to charge new recharger before they call back. Agent reviewed general overview of recharger.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger h3: analysis of the wireless recharger (s/n: (B)(6) revealed that the patient's complaint was confirmed. Led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.